Event description:
It was reported that there was noise and non-sustained vt (ventricular tachycardia) with what appeared to be t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted there was no noise and no unusual v sic events seen during implant lifetime. There was oversensing. Multiple short v-v sensing events of < 220 ms are observed between (B)(4) 2011. 4 episodes nst.